Event description:
Ocd rep contacting cts to report false negative reactions by the gel camera to the provue with a patient sample against cell#1 to 0.8% selectogen when tested on the provue, whereas testing of the same sample yielded weak 1+ results from the vision and by the manual gel method to the same cell#1. Manual gel testing of the sample against the same lot of screening cells also produced a weak 1+ reaction to the cell#1. Cell#2 to the listed 0.8% selection consistently yielded negative results on all 3 platforms. (B)(4).

Manufacturer narrative:
Ocd rep provided cts with a summary of the complaint and images of the provue, ortho vision and manual gel. Although visual inspection to the card tested on provue indicated weak 1+, results on provue were negative. The root cause for this incident is most likely instrument/camera related. Listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. Described testing is being performed in support of the vision method comparison validation testing for the 2 cell screen. Cts has confirmed that no incorrect or erroneous results have been reported as a result of the reported concern.